Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer parent reported via phone call indicating that the customer was hospitalized on (B)(6) 2016 with a blood glucose level of 55 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their blood glucose ran as high as 400 mg/dl at the hospital. The customer did not want to adjust the settings over the phone but wanted assistance in person. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.